Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
During a procedure on (B)(6) 2013 to repair an olecranon stress fracture, the surgeon attempted to advance a 3.0 screw. It was met with a great amount of resistance. Surgeon then withdrew screw and noticed it was bent. Surgeon re-drilled a larger diameter hole and used a 2.4 screw. This added about 5 to 10 minutes to the procedure time. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The shaft and thread diameters were found to meet the specifications referring to drawing se_246125 vers. A. Visually there does not appear to be an issue other than the damage sustained by implantation and extraction. This complaint is deemed indeterminate from a manufacturing standpoint. Initial MDR referenced report source to be "foreign". This is incorrect as it should have been "health professional" along with "company representative" (this was indicated in the initial MDR).